Event description:
On (B)(6), 2014 the lay user/patient contacted lifescan to report the one touch ultramini meter was giving inaccurate readings. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On an unspecified date in (B)(6) 2013 the patient obtained the blood glucose readings of 66 mg/dl, 42 mg/dl, 77 mg/dl, 83 mg/dl and 86 mg/dl on the reported meter, which she alleged were inaccurate compared to her expected values. At that time, the patient was experiencing the symptom of passing out. The patient was taken to the emergency room, where she received intravenous treatment with glucose. The patient takes no medications to manage her diabetes. Troubleshooting revealed the patient¿s test strips were expired, which can cause inaccurate readings. The meter and test strips were replaced. The patient¿s technique was incorrect by using expired product, which can cause inaccurate readings. However, as the patient suffered symptoms suggesting severe hypoglycemia while obtaining normal blood glucose readings on the reported meter, and received emergency medical attention and treatment with glucose, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.